Manufacturer narrative:
It was reported that stent had broken in half in duodenum/stomach of the patient, 7 weeks after placement. It was successfully passed in the criteria of manufacturing and inspection as a result of confirmation of device history record for the relevant product. However, it is hard to exactly analysis since the product was not returned yet. Investigation will be conducted once device is returned and if there is any update we will send follow-up report accordingly.

Event description:
It was reported that patient with malignancy had duodenal stent placed, but due to cancer overgrowth, pdt2210-19j5467c9ip553 was placed in march. Stent had broken in half in duodenum/stomach of the patient, 7 weeks after placement. [Additional information on june 29, 2021]: the patient remains under oncology fu. I understand her vomiting has settled since recent restenting.

Manufacturer narrative:
It was reported that stent had broken in half in duodenum/stomach of the patient, 7 weeks after placement. It has been reported that the product is to be returned by distributor, but it has been updated that the product could not be returned in (B)(6) 2021. It was successfully passed in the criteria of manufacturing and inspection as a result of confirmation of device history record for the relevant product. Fracture can be occurred by other company's device as well as ours. It is affected by patient's lesion status, peristalsis of organs, and drug use in general. Duodenum structure where stent was implanted is curvy. Stent can be frequently pressured due to patient's lesion status, and fracture be possible. However, it is hard to identify the exact root cause since it is hard to reconstruct the situation at the time of procedure. It is hard to identify the exact root cause since although the device was reported to be returned, the device was not returned, and it is hard to reconstruct the situation at the time of procedure. However, based on the description "stent had broken in half in duodenum/stomach of the patient, 7 weeks after placement" it is considered stent fracture occurred due to the pressure generated from the patient's lesion, peristalsis, etc. And then, it is considered the patient vomited due the fractured stent. Through the user manual by taewoong, it is stated that "potential complications associated with the use of niti-s & comvi stent may include, but are not limited to: stent fracture". This suspected device is not registered in the us but we will continuously monitor the same or similar customer complaints through accurate analyses.

Event description:
It was reported that patient with malignancy had duodenal stent placed, but due to cancer overgrowth, pdt2210-19j5467c9ip553 was placed in march. Stent had broken in half in duodenum/stomach of the patient, 7 weeks after placement. [Additional information on june 29, 2021] the patient remains under oncology fu. I understand her vomiting has settled since recent restenting.